Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the semi-automatic device powered up in manual mode, and was unable to switch into semi-automatic mode. Complainant indicated that there was no patient involvement in the reported malfunction.